Event description:
During a patient use event, the user states that the device indicated a shock was necessary, but that a shock did not happen when button was pressed. The patient outcome is unknown.